Event description:
Reportedly, the residual longevity displayed on (B)(6) 2016 was 3 years and 6 months for the subject pacemaker. The pacing mode was reprogrammed to vvir during the follow-up. On (B)(6) 2017, the displayed residual longevity was 12 months.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the residual longevity displayed on (B)(6) 2016 was 3 years and 6 months for the subject pacemaker. The pacing mode was reprogrammed to vvir during the follow-up. On (B)(6) 2017, the displayed residual longevity was 12 months.